Manufacturer narrative:
(B)(4). The device was received and the initial review of the event history log found an increased intra-peritoneal volume (iipv) event. The device is being further evaluated . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 23:51:58. During night drain cycle four, the patient's ultrafiltration reading was 1317ml, indicating the home patient (hp) drained 1317ml more than their maximum programmed fill volume of 1700ml. No further information was available.

Manufacturer narrative:
(B)(4). The cause was determined to be one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.